Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic. Upon interrogation, the right ventricular lead exhibited noise reversion episodes. All other electrical measurements were in range. Noise was not reproducible with isometric testing. On (B)(6) 2016, the non device dependent patient presented in clinic for routine follow up. The lead was reprogrammed. The patient remained asymptomatic and stable.